Manufacturer narrative:
Follow up # 1/supplemental report text-02/15/2011. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have spc pin 3 lifted high. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter continued to display the apply sample message when performing a blood glucose test. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 6x a day. The patient manages her diabetes with lantus insulin (40 units at night) and humalog insulin (sliding scale). The alleged issue began on (B)(6) 2011 at 1014pm. The patient stated she took 5 units humalog insulin based on her carbohydrate intake as a result of the alleged issue. That same night, the patient claimed she was sweating profusely and was "tossing and turning" while sleeping. The patient's husband had to administer the patient a glucagon injection as treatment. At the time of troubleshooting, the customer care advocate (cca) tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.